Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a downstream occlusion (dso)failure. There was no patient involvement.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the downstream occlusion sensor. Additionally, the downstream occlusion seal was observed to be unseated. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The downstream occlusion sensor was recalibrated and the dso seal was replaced, and the device passed all testing.